Manufacturer narrative:
Issue is being investigated by manufacturing site.

Event description:
Manufacturer reference number (B)(4).

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Issue is being investigated by manufacturing site.

Manufacturer narrative:
Getinge received customer product complaint where an issue occurred with one of surgical lights - volista standop. As it was stated, screw fell out of the light during procedure. There was no patient injury, however we decided to report the issue in abundance of caution as any parts falling off may lead to contamination. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to incident. In the time when the event occurred the device was being used for patient treatment. When reviewing similar reportable events for the same device, we have been able to find several similar fault descriptions compared to the situation investigated here, in none a serious injury or worse occurred. The main probable root cause is incorrect tightening of covers side screws during assembly or maintenance. To prevent any similar incident it is recommended to securely tighten the screw covers and perform visual inspection during maintenance as indicated in manual. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Issue is being investigated by manufacturing site. Device not returned to manufacturer.

Event description:
On 18th may, 2020 getinge received customer product complaint where an issue occurred with one of surgical lights - volista standop. As it was stated, screw fell out of the light during procedure. There was no patient injury, however we decided to report the issue in abundance of caution as any parts falling off may lead to contamination.